Event description:
It was reported that the patient had an inflatable penile prosthesis implanted and subsequently developed infection 6 days later. The physician treated the patient with antibiotics for 5-6 days but several days after the patient returned to the physician complaining of severe pain at incision site with redness and swelling. The device was explanted the following day. Following the surgery, the patient was stable.

Event description:
It was reported that the patient had an inflatable penile prosthesis implanted and subsequently developed infection 6 days later. The physician treated the patient with antibiotics for 5-6 days but several days after the patient returned to the physician complaining of severe pain at incision site with redness and swelling. The device was explanted the following day. Following the surgery, the patient was stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the infection, inflammation, and pain issue was not confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. No visual damages were found upon inspection. The cylinders passed all tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. No visual damages were found upon inspection. The pump was functionally tested and failed the deflation test and failed the valve deactive state test. Product analysis was unable to confirm the reported events. Labeling review: a labeling review was performed and according to the ipp instruction for use document, infection, pain and swelling are documented as adverse events. Also, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; however, the investigation conclusion code of known inherent risk of device was chosen, as infection, inflammation, and pain are included in the product labeling and hazard analysis.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported infection, pain, swelling and inflammation could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of infection, pain, swelling and inflammation cannot be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, infection, pain and swelling are documented as adverse events. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of known inherent risk was chosen as infection, pain, swelling and inflammation are documented as adverse events in the device labeling.

Event description:
It was reported that the patient had an inflatable penile prosthesis implanted and subsequently developed infection 6 days later. The physician treated the patient with antibiotics for 5-6 days but several days after the patient returned to the physician complaining of severe pain at incision site with redness and swelling. The device was explanted the following day. Following the surgery, the patient was stable.